Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient did experienced ineffective therapy because of the lead migration.

Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
It was reported that patient¿s leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the l5 lead was explanted. Patient has effective therapy with the s1 lead, however, surgical intervention may take place to re-implant the l5 lead.